Event description:
Gambro received a complaint on 10/15/07 from a facility who reported that a phoenix machine was leaking during treatment. A gambro tech inspected the machine and found that the tubing was disconnected between pfs and evds1 valve and at evufo valve. He reconnected the tubing at the pfs/evds1 valve and the evufo valve. He ran the machine through t1 test, a simulated pt run and an adr bleach disinfect cycle.